Event description:
It was reported the insulin pump turned off without any warning. Customer attempted to resolve issue by replacing battery cap and batter, issue persisted. Customer inserted the battery with an old device and it worked fine. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump passed the displacement, stop current, run current and off no power tests. No off no power alarms were noted. However, the pump had minor scratches on the lcd window, a cracked case near the lcd window corners, a cracked reservoir tube, a scratched reservoir tube window, a cracked reservoir tube lip, a cracked belt clip slot, cracked battery tube threads, and a stained end cap sticker.